Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2006, the pt underwent laparoscopic lysis of adhesions, conversion to open lysis of adhesions, omentectomy, placement of on-q pump and repair of hernia with composix kugel mesh. On (B)(6) 2006, office visit, f/u, incision healing nicely, no sign of infection. On (B)(6) 2006, office note, the pt presented several times with abdominal pain, the pt had an upper gi series that showed no functional occlusion or delayed emptying, pain may be secondary to scar tissue or irritable bowel. On (B)(6) 2006, doctor letter, the pt's chief complaint is abdominal pain, has a long history of back pain and reports there is a history of t11/12 disk herniation. The pt has diffuse abdominal pain with previous abdominal surgery, it's unclear as to why there is continued pain and significant constipation. On (B)(6) 2007, the pt underwent laparoscopic lysis of dense, complex adhesions, excision of composix kugel mesh which had "curled upon itself so the outer edges of the mesh curled inward", repair of multiple, recurrent ventral incision hernias with a non bard mesh. On (B)(6) 2008, doctor letter, pt presented with sudden onset rectal bleeding.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. The pt underwent a splenectomy in 2004 and presented two years later with abdominal pain. He underwent lysis of adhesions and hernia repair with a composix kugel mesh. After reportedly presenting several times with abdominal pain, the pt underwent excision of the composix kugel and lysis of adhesions and repair of multiple incisional and abdominal hernias with a non-bard mesh. During this procedure, it was noted that the composix kugel had "curled upon itself so the outer edges curled inward, facing the abdominal cavity." According to the medical records, the pt has a complex abdominal history which includes dense scar tissue and abdominal adhesions to his liver, stomach and colon. However, it is unclear if these issues contributed to the reported event. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed adhesions and recurrence which are both listed as possible adverse reactions in the product's instructions for use. Additionally, there has been no sample returned for eval. Based on the info provided, no conclusions can be drawn.